Event description:
Consumer stated that when she applied (B)(6) equate complete hold denture adhesive to her mouth, she feels a tingling sensation in her mouth. No medical attention was sought for the symptoms.

Manufacturer narrative:
Neither the suspect sample nor lot code information was provided to sheffield pharmaceuticals; thus, an investigation could not be conducted.